Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device available for evaluation, product returned to manufacturer on the 24 january 2020. Device evaluation: the complaint product was received in january 24, 2020. It was returned in a plastic bag. The plunger was observed in a fully advanced position and pushrod was exposed out of the cartridge tip. Cartridge was correctly engaged to the device. No assembly error and/or damaged related to the manufacturing process were observed. Lubricant material residues could be observed in the device. Lens looked cut into pieces which could be related to the removal process. There were no scratches observed. The reported issue was not verified. Due to the condition in which the sample returned product quality deficiency could not be determined. The reported complaint was not confirmed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product testing could not be performed since the product was not returned for evaluation. Several attempts were made requesting more details and no further information received form the customer. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of a model pcb00 intraocular lens, the optic was observed to be very heavily scratched. Surgeon removed the lens from the eye and implanted another lens of the same diopter with no issues. Additional information was provided, and it was learned, the wound had to be enlarged for the scratched lens to cut up and then removed. There was no additional surgical or medical intervention, and patient injury. No additional information provided.